Event description:
During a pta treatment procedure, difficulties were encountered with the ultra-thin diamond balloon catheter. The lesion being treated was in the axillary vein. The physician used a cook .035 heavy duty guide wire to cross the lesion. The ultra-thin diamond balloon was inflated twice, to 20 atms, and deflated without difficulty. When being withdrawn from the pt, the ultra-thin diamond balloon got stuck on the sheath, became torn at the proximal shoulder, and separated from the catheter. Flouroscopy revealed a portion of the balloon also on the guide wire. The pt was asymptomatic during this event. The physician removed the guide wire and sheath together, and was able to recover all of the balloon material. No pt injuries or complications were reported.